Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the stem would not seat properly into the bone. Another stem was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. Visual examination of the returned product identified scratches on the distal stem from the attempted implant. Neck showed nicks and gouges from attempted implant and extraction effort. No other damage was noted. The dimensions measured were confirmed to be within specification. The complaint cannot be confirmed. DHR was reviewed and no discrepancy related to the reported event was found. No problem was found with the returned device. The dimensions were found to be within specification and conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.